Manufacturer narrative:
Concomitant product: 1845020 ¿ indigo otol angled attachment; serial number -(B)(4); lot number ¿ 209341499; manufacture date ¿ march 19, 2015; 510k - k081475 . The handpiece and attachment have been received at medtronic netherlands. However, the product analysis has not yet been performed.

Event description:
It was reported that the handpiece and/or attachment got hot. There was no patient injury.

Manufacturer narrative:
Date manufacturer received: october 25, 2016. (B)(4) ¿ indigo high speed drill (serial number ¿ (B)(4)): the product analysis indicates that there was no fault found with the handpiece. The pre-repair temperature test results indicate that after 5 minutes were as follows: 95 degrees f at t1 and 93 degrees f at t2. The handpiece was successfully tested to specifications. (B)(4)¿ indigo attachment (serial number - (B)(4)): the product analysis indicates that the reported overheating issue could not be confirmed. The handpiece attachment was received in good condition. The pre-repair temperature test results indicate that after 5 minutes, the handpiece attachment temperature was 101 degrees f. There was no fault found with the attachment and it was successfully tested to specifications. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.